Event description:
It was reported that device was flashed twice and "failed both times" getting an 800.800 code along with 600.6840.5 which was reported to have "dots instead of dashes in between". When biomed attached a pump module, the device displayed another error code 255-32784-275. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, imdrf annex b, c, d codes.

Event description:
It was reported that device was flashed twice and "failed both times" getting an 800.800 code along with 600.6840.5 which was reported to have "dots instead of dashes in between". When biomed attached a pump module, the device displayed another error code 255-32784-275. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that device was flashed twice and "failed both times" getting an 800.800 code along with 600.6840.5 which was reported to have "dots instead of dashes in between". When biomed attached a pump module, the device displayed another error code 255-32784-275. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique identifier (UDI) #, PMA / 510(k)#. Additional information: imdrf annex d code, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the reported complaint of an 800.800 code along with 600.6840.5 was confirmed through the review of the logs, the 800.8000 error code was also replicated during testing. The review of the pcu error log identified an error code 800.8000.0 (general os failure). The pcu recorded the malfunction on 13feb2024 at 1:57 pm. The reported error 600.6840.5 (cib connect failed) is a ¿log only¿ event and will not affect the operations of the pcu. The review of the pcu event log recorded the attached pump module was selected on 13feb2024 at 12:52 pm and programmed for a basic infusion at a rate of 99.9ml/hr vtbi 1050. The infusion was then started. The pcu error log recorded the system error occurred at 1:57 pm. The next log entry is the pcu being powered on in the dchu. Functional testing performed on the suspect pcu in the ¿as-received condition¿ replicated the reported system failure which displayed a code 255-32784-275. The pcu error log recorded an 800.8000.0 (general os failure) software engineering reviewed all pcu logs and believe the issue resides in pcu hardware specifically the flash chip. Additional testing post software engineering analysis of the logs found the system failure was isolated to the logic board. Inspection of the pcu logic board observed multiple locations where contamination was present on the logic board. The logic board was cleaned to remove the observed contamination. Testing performed on the logic board after cleaning found the pcu alarming for the noted system failure. Further inspection of the logic board observed evidence of contamination was still present on the logic board under the integrated circuit (ic) components. Multiple attempts were performed to clean the logic; however, the attempts, were unsuccessful. When a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The system was being used for treatment as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause for the system malfunction 800.8000.0 (general os failure) identified in the suspect pcu error log, is the result of a malfunctioning logic pcb. The system error code 255-32784-275 which was displayed on the pcu is the result of the same system failure. Inspection of the logic board observed multiple components with dried fluid/chemical contamination. The probable cause of the dried fluid/contamination is being attributed to a one-off cleaning related concern. The reported error code 600.6840.5 (cib connect failed) is a ¿log only¿ event and will not affect the operations of the pcu. Note that this report lists imdrf annex a0721, g02005, c02, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that device was flashed twice and "failed both times" getting an 800.800 code along with 600.6840.5 which was reported to have "dots instead of dashes in between". When biomed attached a pump module, the device displayed another error code 255-32784-275. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that device was flashed twice and "failed both times" getting an 800.800 code along with 600.6840.5 which was reported to have "dots instead of dashes in between". When biomed attached a pump module, the device displayed another error code 255-32784-275. This was reported to bd representatives during their site visit. There was patient involvement but no harm.